Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that, pt states that she received a letter to follow up with her surgeon regarding the recall of her rejuvenate hip implant. Pt has not returned to her orthopedic surgeon but has seen her regular physician. The pt states that she has been experiencing pain that begins in her mid thigh and radiates to her hip since (B)(6) 2012. She has had x-rays done by her general practitioner but no blood work. She has only spoken to her surgeon on the phone. Her surgeon advised her to call us to determine where she can get the necessary MRI called subtraction MRI.